Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 2.75mm promus elite drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. No patient complications were reported.